Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat due to their symptoms. The customer was provided with a glucagon injection for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Acceptable carbon print was observed no bridging between contact points are observed and therefore has no impact to sensor functionality. Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. Sensor state 6 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of functionality tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. Visually inspection was performed on the sensor pack and minor damage was observed on guide ribs at 6 o¿clock position. Acceptable damaged transition features was also observed and this does not impact the sensor pack functionality. Lid was completely peeled off. Platform slides up and down was observed completely. Minor damaged guide ribs do not impact on the platform functioning. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation, therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat due to their symptoms. The customer was provided with a glucagon injection for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.